Manufacturer narrative:
Analysis of programming history performed.

Event description:
During review of the vns programming history database available to the manufacturer, it was observed that the initial interrogation on (B)(6) 2001 showed settings indicative of a faulted system diagnostic test occurring and causing a programming anomaly. The settings were corrected on this visit. No diagnostics were performed prior to this time as available in the available history. The patient was implanted on (B)(6) 2001 but there is no programming/diagnostic history between date of implant and (B)(6) 2001. The date of the programming anomaly is unknown but it was first found and corrected on (B)(6) 2001. No other anomalies were observed, and no patient adverse events were reported.